Manufacturer narrative:
Results - bd received (B)(4) samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for rubber sleeve recovery with the incident lot was not observed. Each needle was attached to a bd suh and used to draw five tubes with horse blood from an elevated reservoir to simulate venous pressure. All tubes drew satisfactorily, and the np sheaths recovered their needles after every tube was removed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the rubber sleeve over the needle of the bd vacutainer® multi sample blood collection needle did not recover after use. This resulted in blood leakage. No injury or medical intervention reported.